Event description:
A customer reported that a pt sample containing anti-e did not react with 0.8% resolve panel a lot 8ra207 during verification testing. No death or serious injury was associated with this incident.